Manufacturer narrative:
E1 - initial reporter address 1: updated to (B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. A 38 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during introduction, the shaft broke. There were no complications reported and the patient status was stable. It was further reported that the target lesion was 90% stenosed, tortuous and mildly calcified. The break occurred just below the stent balloon. The device was completely removed, and the procedure was completed with another of the same device.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. A 38 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during introduction, the shaft broke. There were no complications reported and the patient status was stable.